Manufacturer narrative:
Submit date: 01/05/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports the screen was partially black and damaged. No patient involved.

Manufacturer narrative:
Section was updated to reflect that the service technician is the one that found the lcd was partially black, not the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Per the service report on (B)(6) 2016, the technician confirmed that the screen was partially black and damaged.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of damage to the display causing the display to be unclear. The unit was triaged and the reported issue was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.